Manufacturer narrative:
It is indicted that the device will be sent back to bsc. Should additional information become available, this report will be updated.

Event description:
It was reported during ongoing use, the patient developed an infection. The right ventricle (rv) lead was explanted along with the entire system. It was indicated that upon extraction of the system, the pocket looked clean. The patient was prescribed antibiotics. There has been no replacement scheduled at this time, and it is unknown as to whether the patient will have another system implanted.